Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the unit and could not reproduce the reported issue with both trainer and patient simulator, the device performed without issue. The fse performed calibrations, functional testing, and safety test all passed per manufacturer specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation. The full name of the event site is (B)(4).

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) was not sensing or pumping and there was no pressure. There was no patient involved, and no death, injury, or adverse event was reported.

Manufacturer narrative:
Additional information poc: (B)(6).

Event description:
N/a.